Event description:
It was reported during the 4.0 blade came loose and fell off. There were no pt consequences. Second of 2 events; see 3007069406-2012-00409.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. Visual inspection revealed the blade was loose from the bendable shaft. The electrode experienced excessive lateral force application during used. The lateral force may have contributed to the blade coming loose at the weld joint between the bendable shaft. Review of the lot history revealed no anomalies.